Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a hole (damage) on the package. The following information was provided by the initial reporter, translated from portuguese to english: "presence of foreign body in the package and hole."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2022 h6: investigation summary it was reported there was foreign matter in the packaging and a hole. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and the packaging blister web has a cut about 1/16" long. No other defects or imperfections were observed. The packaging process is automated and has no sharp points that could induce the cut observed in the sample received. In the two photos provided, one photo shows a syringe in its packaging blister and the other photo shows the same syringe with another syringe next to it. A device history record review was completed for provided material number (B)(4) lot number 1013551. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging process was performed confirming no conditions detected that could induce the packaging damage shown in the sample. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe had a hole (damage) on the package. The following information was provided by the initial reporter, translated from portuguese to english: "presence of foreign body in the package and hole."